Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received a questionable tina-quant hemoglobin a1c gen.2 (hba1c) result for one patient on their integra 800 analyzer. The customer stated no other samples were affected. The patient's initial hba1c result was 9.8% and it was reported outside the laboratory. The sample was then repeated on another integra 800 analyzer and the result was 6.2%. The repeat result was considered correct and it was issued as a corrected report. There was no treatment based on the discrepant result and no adverse events. The hba1c reagent lot number was 69089201 and the expiration date was 07/31/2014. The field service representative found a dirty probe. He replaced the st1 sample probe. He performed a check test and the results checked well.